Event description:
The customer reported that the joystick (remote user interface) was not working and the system was unusable. This would cause a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.